Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors, such as the patient's severe aortic valve calcification, caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, annulus rupture occurred. The valve was implanted with 3ml less than nominal volume. After valve implantation, hypotension was observed. Annulus rupture was confirmed, and drainage was executed. Bleeding could not be stopped. Thoracotomy for surgical repair was executed and the patient was transferred under percutaneous cardiopulmonary support (pcps). On postoperative day 3, the patient was weaned off pcps.

Manufacturer narrative:
Updated b.5 based on additional details provided by the registry. No additional changes are necessary.

Event description:
Additional information was received from the japanese tavi case registry, after the annulus rupture was confirmed, aortogram revealed that the contrast agent was leaking from lcc side. Drainage removed arterial blood. To prevent the anemia, blood was collected and returned to the body. The bleeding continued from lcc area toward the back side of laa. Hemostasis was attempted by manual compression. Protamine was administered. Blood pressure gradually elevated. The patient returned to ICU with pcps. The pcps was weaned on pod 2 and the patient was extubated on pod 6.